Event description:
It was reported by the clinician that the patient was in a ventricular tachycardia (vt) storm and the cardiac resynchronization therapy defibrillator (crt-d) did not deliver high voltage therapy. However, it was noted that the arrythmia was below the detection rate and did not meet requirements to deliver. It was also noted that during vt/ ventricular fibrillation (vf) episodes, there was suspected intermittent right ventricular (rv) lead oversensing and suspected right atrial (ra) lead undersensing. The crt-d, rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 383069 lead implanted: (B)(6) 2022, evolutfx-26 valve implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.